Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator had an alarm that indicated the ventilator does not work. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Investigation is ongoing

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.